Event description:
Icp catheter was inserted with the im3.st after decompressive craniotomy. The reading seemed normal after insertion in the operating room. When the patient was transferred to the ICU, icp reading went to negative readings. The surgeon checked the depth of catheter and then the readings were completely lost. It was reported that the surgeon was familiar with item. There was no patient injury reported. However, a new 1104l catheter was inserted . Monitoring was then continued. It was suspected the catheter may have been faulty. It was unknown if the event led to increase surgery time.

Manufacturer narrative:
Additional information received on 03may2017 with the following: the dysfunction was observed during monitoring of the patient (age and gender unknown) on (B)(6) 2017. The probe was implanted the same day. The serial number of the camino monitor used was (B)(4). It was ok in the theatre and when the patient was in the ICU, the readings went into the negative. The unit was already implanted when the dysfunction was observed. It was reported that the patient was not injured. However, monitoring was delayed due to the dysfunction. In the meantime, the customer used "pbt02 and temperate based monitoring" until a new icp catheter was inserted. The original 1104l was explanted (no date provided) and a new 1104l catheter had to be sent and inserted the following day. The unit is available to be returned to integra for investigation.

Manufacturer narrative:
Investigation completed 07/14/2017 on returned product.. The customer returned catheter serial number (B)(4); which belongs to lot 111ery24106 manufactured on 28-jun-2016 and will expire on 28-feb-2019. A review of lot 111ery241069 indicates that it met requirements before released to finished goods. Complaint history, model 110-4xxx, from mar-2016 through feb-2017 reviewed; there were four other complaints that issued with complaint code perf034, and none of them was confirmed. The number of confirmed reports (0) divided by the number of units sold model 110-4xxx, (37115), mar-2016 through feb-2017 and multiplied by 100 results in a failure rate percentage 0.00%. Microscopic inspection found particulate on the catheter, and inside the bellows. The reported customer complaint of ¿negative values¿ during use could not be confirmed. The returned catheter was inspected under microscope and particulate was identified within the bellows. The catheter was tested for functionality and the catheter met functional test criteria. The catheter was also tested for stability and did not meet the test requirements. The stability failure could be attributed to the particulate present in the bellows as the particulate could not be removed from the bellows prior to the stability test. Because the customer complaint of ¿negative values¿ could not be replicated, the root cause of the complaint could not be determined at this time.

Manufacturer narrative:
Integra has completed their internal investigation on april 1st, 2017. Results: to date, the catheter has not been returned for investigation. DHR review; a review of lot 111e00286918 indicates that lot met specifications before released to fg. Lot was mfg on 22-jul-2016 and will be expired on 30-jun-2019. Complaints history; complaint history, model 110-4xxx, from mar-2016 through feb-2017 reviewed; there were four other complaints that issued with complaint (B)(4), and none of them was confirmed. Conclusion: product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.